Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 460mg/dl. It was stated that the customer's glucose was getting higher prior to going to camp. The customer's most recent glucose reading was 168mg/dl, and he has treated with manual injections since his admission. Troubleshooting was performed. The mother stated that the cannula was bent before his hospitalization. It was reported that the customer is very lean and he was inserting into the upper buttocks where he has more fatty tissue. It was stated that the customer was using quick infusion set before, and he did not have difficulties. Explained the possibility of the 90 degree angle may have caused the bent cannula. Advised the caller to discuss with the doctor about the insertion/rotation method. Instructed caller that the customer should revert to back up plan. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.